Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted excessive tool marks on the terminal pin. The lead body was bent approximately at a 35 degree angle and there was counterclockwise twisting close to the terminal pin; an indication of over retraction of the helix. The helix was fully retracted and there was dried blood in the helix housing. An x-ray was performed and revealed that the inner coil was fractured at the weld site between the conductor coil and terminal pin. Detailed analysis was then performed on the lead and no other anomalies were noted. Laboratory analysis determined that the lead fractured close to the terminal pin most likely contributed by the over-retraction of the helix mechanism during the procedure.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, the helix could not be extended after being initial retracted. The rv lead was extracted and successfully replaced. No adverse patient effects were reported. The rv lead was returned for laboratory analysis.